Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using ruby coils, a non-penumbra catheter and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern through the catheter into the nidus of the arteriovenous malformation (avm). Next, the physician attempted to advance a ruby coil through the hub of the lantern but was unsuccessful. Upon inspection, the physician noticed that the proximal end of the lantern, near the hub was kinked. Therefore, the lantern was removed. The procedure was completed using the same catheter, a new lantern, the same ruby coil and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was kinked approximately 2.0 cm, 56.0 cm, 57.0 cm and 113.0 cm from the hub. The device was ovalized approximately 132.0 - 135.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a kink near its hub. If the proximal end of the lantern is forcefully manipulated during use, damage such as this may occur. This kink likely contributed to the difficulty advancing the ruby coil through the hub of the lantern during the procedure. During the functional testing, a demonstration ruby coil was advanced through the lantern with resistance due to the kink on the lantern. Further evaluation of the device revealed additional kinks and ovalization. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.